Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) , to report that on (B)(6) 2015, the patient experienced a skin reaction under and around the edges of the sensor patch adhesive. Sensor was inserted at the abdomen on (B)(6) 2015. Patient described the skin reaction as skin discoloration and swelling around the edges of the sensor patch. Patient treats the affected area with fluticasone, prescribed by patient's physician for seasonal allergies. Date of medical intervention is unknown. At the time of contact, patient reported current condition as better. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).